Event description:
Legal counsel for patient reported patient underwent total right hip arthroplasty on (B)(6) 2014. Legal counsel reports patient allegations of pain, debilitation, elevated metal ion levels, inflammation, dysfunction, loss of range of motion, lack of mobility, metal poisoning, and metallosis. There has been no reported revision procedure to patient's right hip to date. Legal counsel for patient reported patient underwent a left hip revision on an unknown date for an unknown reason. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." Corrected date: event description-date of right tha. This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2014-03388 /-03389 /-05710).

Event description:
Legal counsel for patient reported patient underwent total right hip arthroplasty on (B)(6) 2003. Legal counsel reports patient allegations of pain, debilitation, elevated metal ion levels, inflammation, dysfunction, loss of range of motion, lack of mobility, metal poisoning, and metallosis. There has been no reported revision procedure to patient's right hip to date. Legal counsel for patient reported patient underwent a left hip revision on an unknown date for an unknown reason. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2012 revision operative report noted the right hip was revised and the presence of wear debris and metallosis fragments. The acetabular cup and modular head were removed and replaced. No information related to the left hip has been received.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or associated deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-03388/ 03389).